Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test, blank display and low battery alert. The customer's blood glucose value was unknown. The customer stated that her pump will alarm low battery and turn off without warning within hours. The customer stated that the pump went blank during low battery troubleshoot. The product was not returned for analysis.